Event description:
In 2006, a doctor informed kerr corporation that a patient experienced sensitivity from the use of optibond solo plus self etch. As a result of the sensitivity, the doctor replaced the dental restorative filling on the affected tooth.